Event description:
It was reported that during a navio ukr procedure, the anspach drill overheated and made a very high noise. There were no delays in the procedure. No other complications were reported.

Manufacturer narrative:
H6.

Manufacturer narrative:
Results of investigation: the anspach drill part number 101209 serial number (B)(6) used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed pv0005 rev. B. The reported problem was confirmed. High pitched whining and grinding sounds coming from the drill. Drill runs hot to the touch as well. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿overheating of device / noise, audible¿ and ¿overheating, noisy¿ identified similar events between (B)(6)2017 to (B)(6)2020. The most likely cause of the overheating is mechanical failure of the drill motor shaft. The drill is an OEM part and cannot be further disassembled to determine a root cause. Based on the investigation, no further containment or corrective action is recommended or required at this time.